Manufacturer narrative:
The manufacturer previously reported an issue related to the device's power supply, system board and oxygen blending module assembly was observed. The device was returned to a third party service center for evaluation. The device failed test steps during testing related to the power supply and oxygen blending module assembly. The power supply and oxygen blending module assembly were replaced to address these issues. Service required alarm conditions were observed in the device's downloaded event log. The system board was replaced to address these issues.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's power supply, system board and oxygen blending module assembly was observed. The evaluation of the device is ongoing. A follow-up report will be submitted when the third party investigation is complete.